Manufacturer narrative:
When the investigation has been completed philips will inform the FDA. (B)(4).

Event description:
Philips received a complaint from a customer who reported that there was an incidence of patient injury during the transferring from the patient bed to ad7 examination table on (B)(6) 2016. The exam table could not be fixed well so the patient was being trapped between bed and exam table during transfer. A significant wound was found on patient's head. Emergency service was conducted and it was discovered that a pair of cables for the brake was loosened which lead to a decrease in the frictional force for the pivoting movement of the table.

Manufacturer narrative:
Philips has investigated this complaint and concluded that the broken cables of the pivot brake caused the pivoting movement. There are five brakes serially connected. When the cables between two brakes are broken, none of the 5 brakes will hold. As a result, the table can pivot easily. The ad7 table has a table pivot lock, which prevents for not easily pivoting the table. But with a force of about 28 kilograms in 1 meter, this lock is unlocked when the brakes do not work. As a result, when the brakes are malfunctioning, there is a chance the table will pivot easily. The investigation showed that the cables did break on the solder point. The cause for the broken cables cannot be determined as the brake was repaired on site, and cannot be further investigated. No similar customer complaints can be found. A database analysis determined this to be a onetime occurrence. Conclusion: the broken cables between the brakes caused the defective brake assy and as a result the table could pivot easily. The broken cables were premature failure, but the exact cause is unknown. (B)(4).